Manufacturer narrative:
Device power up properly after battery installation. Device it received with operating currents within specification. Device passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 500 mg/dl for a week. The customer was consulted to doctor and was instructed to call. The customer was treated for the high blood glucose with insulin pump. The customer called in to determine if there was any reports on recalls with the infusion set that she was used. The insulin pump was not returned for analysis.